Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the end user called him stating the seat of his m41 is wobbly. The caller states he went out to the end users home and noticed 3 bolts were missing from the bottom of the seat that attach it to the seat frame.